Manufacturer narrative:
Implanted device remains.

Event description:
It was reported that the patient developed infection and abscess at implant site, however the issue could not be resolved. Subsequently the wound abscess was drained. The patient was treated with oral and topical antibiotics (date not reported) and steroids (type not reported).